Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving gablofen 1000mcg/ml; 929mcg/day via an implantable pump. Indication for use was cerebral palsy and intractable spasticity. Patient weight and medical history were asked but unknown. The date of the event was approximately (B)(6) 2017. It was reported the patient had a possible pocket infection. A small area of concern in the incision site from the pump implant was noted last week. Surgical intervention occurred (B)(6) 2017 and the pump pocket was debrided and washed with antibacterial wash. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Cultures were taken; the results were unknown. Patient status was alive, no injury and the issue was resolved. No further complications were reported.

Manufacturer narrative:
Updated due to information received on (B)(6) 2017. Updated to reflect report that the patient's pump was explanted on (B)(6) 2017. \ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative on (B)(6) 2017. It was reported that the pump was explanted on (B)(6) 2017 due to an infection in the pocket. It was reported that there was no issue with the pump; the hcp did not suspect that the pump had anything to do with the explant. The patient's pump was to be returned for analysis and would be replaced in the future with another product from the manufacturer. The patient's pump medication was listed as 1000 mcg/ml of lioresal at 125.2 mcg/day. It was reported again that the patient's pump pocket had been washed. No known environmental/external/patient factors might have led or contributed to the issue were reported. The issue was considered resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient was indicated as having been inpatient on (B)(6) 2017. The patient¿s pump and catheter were returned to the manufacturer.